Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's device had alerted due to high impedance readings on the right ventricular (rv) lead. Review of stored device data revealed 198 short v-v intervals counts (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Lead failure predictor triggered on (B)(6) 2014 for lead impedance and short v-v intervals. Rv pace impedance >4000 ohms on (B)(6) 2014. Short v-v intervals over previous 2 days, 53 v-sic/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.